Manufacturer narrative:
Internal complaint reference: case- (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that when verifying his order, the customer identified that two (2) prep im enchance total hip kit were damaged and appeared to have been de-sterilized, rendering them unusable. As this was noticed upon inspection, there was no patient involvement.

Manufacturer narrative:
H3, h6: the associated devices were returned and evaluated. A visual inspection of the returned devices found that the inner trays are fractured on one edge. The outer boxes were not returned. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review made by the quality engineering team revealed that after a thorough review of the photographic evidence and considering that there were no manufacturing abnormalities that could have caused reported incident according to the device history production records, it is not possible to attribute the root cause of this event to a supplier issue. Moreover, the evidence points towards a damage which occurred during transit. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. According to the packaging sequence, once components are placed into their designated cavities within the inner tray, the tyvek lid must be securely sealed to the inner tray with the peel flap folded under the flange. The sealed inner tray is then placed into the outer tray. The outer tyvek lid must be sealed firmly to the outer tray without any damaged areas. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.